Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.00/1.5/86 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6)-2023, yag was performed due to transient loss of bcva and elevated iop. Reportedly, "patient had intermittent transient vision loss resolved with laser pi. Her latest iop is 12mmhg. Possible intermittient results of pupilary block prior to laser pi in this case.

Manufacturer narrative:
H6: work order search found no similar complaints. Claim# (B)(6).

Manufacturer narrative:
Corrected data: b5- the patient also experienced grayish vision, visual field defect, ischaemic attack, and punctate epithelial erosions. H6- health effect- clinical code: 4581- grayish vision, visual field defect, ischaemic attack, and punctate epithelial erosions. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -11.00/1.5/086 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The patient experienced transient loss of bcva, yag was performed, elevated iop: 24 mmhg without pupil block and angle closure, periorbital eye pain, medication was prescribed, glaucoma, intermittent pupillary block, and headaches. On (B)(6) 2023 the lens was explanted. Reportedly "the patient developed os secondary glaucoma post icl, patient decided to remove both eye icl". Claim# (B)(4).